Event description:
It was reported that the cot had a broken head end slide tube weldment. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Head end slide tube weldment.